Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pre-existing history of neuropathy and gait issues who had an implantable neurostimulator deep brain stimulation experienced shocks down the arms, legs, and feet, as well as difficulty ambulating and imbalance. The patient reported increased stress due to personal factors. The patient turned down the amplitude of the device, which remedied the reported symptoms. The plan was to bring the patient in for device programming. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event. The patient called back on (B)(6) 2025 and stated that their device is shocking them and they had to turn it off. Patient said they have an appointment next week or so. Asked the patient to give them a few seconds to document what was occurring, the patient disconnected the call. Tried calling back multiple times but no answer from the patient.